Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening of stem. The following components have no alleged deficiency and were not revised during this surgery: ppr6-7558, lot # t09128327, qty. 1. Ppr6-7258, lot # t12131811, qty. 1.